Manufacturer narrative:
Update 18jan2024: root cause: the root cause was a defective esm board. The ventilator functioned normally after esm board replacement.

Event description:
Ventilator failed to start up (black screen). There was no patient involvement in this incident.

Manufacturer narrative:
Investigation is ongoing.